Event description:
Probe was one of the probes used for the emc testing at (B)(6) testing center. During testing in our service department in (B)(6) on (B)(6) 2016, the ice formed on the shaft of the cryoprobe. It did not involve any patient/procedure. The probe was tested again after many were used for emc testing.

Manufacturer narrative:
Evaluation confirmed reported issue. Vacuum sleeve was the cause of the frosting.